Event description:
Customer reported a settings issue with her adc blood glucose meter and noted her meter gives her the same result (131 mg/dl) every time she tests. Customer further reported experiencing an (unspecified) injury as a result of this issue. Medical survey was not completed as customer declined to continue troubleshooting; therefore, it is unknown what, if any, self-treatment or third-party medical intervention was required. There was no report of death or permanent injury associated with this case.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. Meter was connected to a pc with a serial data cable and the glucose log was downloaded. The downloaded log was compared with the glucose history in the meter and the issue of same reading results reported by the customer was not observed. No errors were observed during control solution testing. No new issues were observed. The complaint is not confirmed. Note: this serves as a correction report. (B)(4). The correct catalog # is 98814-65 has been updated to reflect this information. Additionally, the meter serial number has been updated to reflect the product returned by the customer.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the actual date of the reported medical event is unknown. The event date entered is the complaint awareness date. Note: the device manufacture date is unknown. The date entered is the complaint awareness date. All pertinent information available to abbott diabetes care has been submitted.